Event description:
Teleflex medical customer service in another country reported an end-user alleges a clip placed on a perforation branch of the thoracodorsal artery "drops out" causing an hemorrhage. The surgeon had to remake his anastomosis.

Manufacturer narrative:
The actual clips used in the procedure were not saved. The applier (s) used to apply the clip (s) was not identified. The device has not been returned but a DHR review request was submitted for the investigation. A follow up report will be filed upon completion of the evaluation or if add'l info becomes available.